Event description:
The reporter rec'd an er1 message "a couple of weeks ago" and repeated the test reportedly getting a result of "0". She changed the battery in the meter and it has not functioned since.